Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system after an axillo-axillo bypass was created. Two gore® tag® conformable thoracic stent grafts with active control system were implanted. The patient tolerated the procedure. On (B)(6) 2022, a CT which was taken at discharging the hospital revealed a retrograde type a dissection from proximal end of the gore® tag® conformable thoracic stent graft with active control system. The physician decided to monitor this dissection. Reportedly, the dissection was not able to be confirmed during the procedure. And during initial procedure, a touch-up ballooning was performed using a gore® tri-lobe balloon catheter and there was no issues.

Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.